Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Due to the paucity of information and the knowledge that in the past this same issue of the balloon having to be deflated via a medical procedure such as a suprapubic or transvaginal needle injection, convatec errs on the side of caution and is deeming this issue a serious adverse event. From a clinical perspective, a causal relationship between the device and this event is deemed probable because it was reported that it the balloon would not deflate via any other conventional method.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "complaint no. (B)(4); non-deflation. Inspection result, etc: depression mark similar to clamp mark was observed at about 5cm position from inflation funnel junction. Cause: many blockage are observed due to deformation of inflation lumen by using clamp, etc from bladder training."